Manufacturer narrative:
On 9/21/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: left smooth round moderate profile, 250cc saline breast implant, catalog number 3501635, serial number (B)(4), lot number 5717370. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile, 250cc saline breast implants which the left side deflated, and there was issue bilaterally with capsular contracture baker grade iii-IV after implantation. As a result, patient underwent bilateral removal and replacement with new 250cc implants on (B)(6) 2018. This report is for the right implant.

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing on (B)(6) 2018, additional information after processing the returned device indicated that the lot number of the right device is the same as the left device which is 5717370, therefore the device history record as previously reported for the left side, would be the same for this report. This report is for the right side. (B)(4).